Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be identified by the investigation. Add'l info was requested on 11/04/2011, 11/07/2011 and 11/18/2011 by fax, phone and mail. A completed questionaire has not been received. (B)(4).